Manufacturer narrative:
The pump has been returned to animas. Evaluation has not been completed. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient said that the pump beeped and when she looked at the screen, the verify screen was displayed.